Manufacturer narrative:
The unit delivered within spec. Pump history was retrieved and did not match the reported parameters of a 2.4cc volume limit. The most recent infusion was programmed to deliver for 12 hrs, but the pump was powered off before the setup was completed. A visual inspection found contamination in the track channel. Medex was unable to confirm the issue. However, contamination in the track can effect delivery values. The unit will be repaired and returned to the customer. No add'l action is necessary at this time. Medex considers this MDR closed with this report.

Event description:
The reporter stated that the pump was under-infusing fluid. There was no pt injury or treatment associated with this event.